Event description:
Coiling treatment of an aneurysm. It was reported that after the coil was implanted, a loop of the coil was observed protruding into the parent artery. A stent was used to correct the coil protrusion.

Manufacturer narrative:
The device will not be returned for evaluation, as it was implanted in the patient.